Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-02222. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a thyroidectomy procedure on (B)(6) 2011 and a reservoir was connected to a drain. The anti reflux valve of the reservoir remained in an open position allowing the fluid to flow back from the reservoir and into the drain. Another like device was used with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.